Manufacturer narrative:
Result of investigation: the device in question (11102cm cmos video-rhino-laryngoscope, 2.9 mm, serialnumber: (B)(6) was received by the manufacturing site in germany on july 25, 2025, for investigation. The following damages were found during visual and functional investigation: button plate o-ring is leaking, steering unit movement rattles and scrapes, angle cover is scratched, insertion portion is bent, video image is missing (image inspected using c-mac monitor sn (B)(6). A visual and functional test was carried out. The above-mentioned failures were detected during investigation. The endoscope has normal wear marks on outer surfaces. The steering unit movement rattles and scrapes, the angle cover is scratched, worn and the insertion portion is deformed. The decribed failure by the customer was confirmed. The reason for the missing image is a defective cmos sensor flex pcb. The failure cannot be traced back to a manufacturing issue. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there is a leak through button cover and no image. Defect was detected during morning check up. No negative impact in state of health reported.